Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, it was reported that the event was not a surprise and the pt has astigmatism. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/19/2010 and 10/20/2010 by phone, fax and mail. Add'l info was obtained from a note from the surgeon's office. A completed questionnaire was not received. Pt (B)(4).